Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia. It was reported that the device would not allow for programmed settings. The patient denied any factors that may have led or contributed to the issue. On (B)(6) 2021 the rep checked impedances and found that contacts 4, 6, and 8 were cautioned. The rep worked around those contacts to reprogram. The rep redid the impedances because the program mer again had the message that the device would not allow for programmed settings. Contacts 4, 6, and 8 were still cautioned and contact 1 was now out of normal range and unable to be used when initially it was normal. The rep reprogrammed around contacts 1, 4, 6, and 8 and got good coverage for the patient. The issue was reported as not resolved, however the patient got good coverage after adjusting to the contacts that were now cautioned. The patient will follow up if there are any changes in therapy. No symptoms were reported.